Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited an irreversible fault alarm while the patient was exchanging the freedom onboard batteries while plugged into dc power in his vehicle. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The driver's alarm history was reviewed and confirmed the occurrence of fault code 36. The identified fault code can be experienced during onboard battery exchange while operating the driver only on battery power. The driver in "as received" condition passed all test requirements, which included nominal normotensive and hypertensive settings with no anomalies or alarms. The onboard batteries and car charger returned from the customer were evaluated and determined to function as intended. A battery exchange test was also conducted during which the driver performed as intended. The customer-reported issue could not be reproduced; therefore, the root cause could not be conclusively determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing the file. (B)(4).

Event description:
The customer reported that the freedom driver exhibited an irreversible fault alarm while the patient was exchanging the freedom onboard batteries while plugged into dc power in his vehicle. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.